Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties were encountered. The physician had attempted to direct stent a lesion in an unspecified coronary artery. He was unable to cross the lesion and while attempting to withdraw the system, it became caught on the guide catheter and the entire system was removed. Damage to the proximal end of the stent was noted. The physician did not feel that he had "been rough" with the device. There were no pt injuries or complications reported.